Manufacturer narrative:
(B)(4) abscess occurred. Concomitant medical products: stratafix symmetric. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does the doctor believe that the prineo is linked to the abscess and seroma along the abdominal wall? Doctor does not know at this point what the abscess was caused by. Did the patient suffer any adverse consequences on the skin due to the prineo? Patient did not suffer any skin issues that were noticed from the prineo dressing. What post op date did the patient return with symptoms? Date of patient being admitted was sunday (B)(6) 2016. Physician notified that evening. Saw patient monday (B)(6) 2016. What was the condition of the tissue (normal, diseased, weakened)? No conditions of the skin were noted other than the abscess/seroma. What is the surgeon opinion of the contributing factors to the abscess? The doctor did not know why this had happened. It was her first time using the stratafix suture and the prineo. Were cultures taken and what were the results? Doctor noted that the abbess/seroma is 14x28cm. Did the patient have any other signs of infection in other areas? After seeing the patient, said that she thinks this is a seroma or cellulitis. No further treatment done for patient. Patient was seen back on friday and doctor stated that patient was doing much better and it looks a lot better now. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention as a result of abscess /seroma/cellulitis? Provide details. Were cultures performed? Results? How is the patient¿s current condition? What is the procedure date? How was the device was used (how many layers was applied on the skin)? What was the location and incision size of prineo application? What prep was used prior to prineo application? Was the prep allowed to dry prior to prineo mesh application? Please describe how the adhesive was applied on the tape? Was the mesh placed over the entire length of the incision? Was the dermabond liquid adhesive placed to cover the entire length of the mesh? Did the prineo mesh extend beyond the patient incision? Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was the skin prep solution wiped off and let dry before applying adhesive? Was a dressing placed over the incision? If so, what type of cover dressing used? What date did the reaction occur on? What does the reaction look like? Please provide details. How large of an area does the reaction cover? Do you have any pictures of the reaction? What was done to address the reaction? What type of medication was used to treat the reaction? Was the product removed? Was another method used to close the incision? Can you identify the lot number of the prineo product that was used? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions).

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and the topical skin adhesive was used on the top layer of the skin. Following the procedure, the patient returned on (B)(6) 2016 complaining about an abscess and seroma along the length of the abdominal wall. The doctor does not know at this point what abscess was caused by. The doctor opined that this is a seroma or cellulitis. As the doctor stated, the patient is doing much better and it looks a lot better now. It was also reported that there was no further treatment done for the patient. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: was there any medical or surgical intervention as a result of abscess /seroma/cellulitis? Provide details. Were cultures performed? Results? How is the patient¿s current condition? - I just spoke to the doctor and this patient came back for her post partum visit last week and everything is fine with her wound. No problems or issues now.